Event description:
It was reported that during a hepatectomy procedure, while the surgeon was firing this stapler, the firing lever broke. The vessel on which the stapler was being used (suprahepatic confluence) had to be clamped by using an emergency surgical technique in order to control the vessel. The surgeon had a hard time in re-opening the stapler.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing trigger handle on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, "crack" when the firing lever broke during firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher forces than usual were required to close and fire the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The release button malfunctioned. The levers were forced open to return them to their original position. Was there bleeding, if yes, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? There was no bleeding. How much blood did the patient lost? Was a transfusion required? N/a. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? Yes, medrol. What was the patient's pre-op hemoglobin and hematocrit? Normal. What was the patient's post operative hemoglobin and hematocrit? Normal. What was the quality of tissue in the area where the device was fired? Normal. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Yes. Colon cancer, with metastasis on the liver. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Yes, folfox. Please provide the patient's sex, age and weight. Male, (B)(6). What is the current status of the patient? Patient passed away due to sepsis from multi-drug-resistant klebsiella pneumoniae. Is there any other additional information you would like to share about this device or procedure? Patient had a biliary fistula, which could be related with traction damage (due to the effort necessary to reopen the device). The analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a hepatectomy procedure, while the surgeon was firing this stapler, the firing lever broke. The vessel on which the stapler was being used (suprahepatic confluence) had to be clamped by using an emergency surgical technique in order to control the vessel. The surgeon had a hard time in re-opening the stapler.

Manufacturer narrative:
(B)(4). Additional information ees md spoke with dr. And there was no language barrier. Prior to this call I had received information about the device analysis which indicated that the blade had come into contact with pure titanium suggesting firing across a surgical clip. However, I began our conversation asking dr. To describe the event in question. He told me this instrument was fresh from an ees box. He was using it to control the right hepatic artery. There were no untoward events during the firing of the stapler. He reports that "stapler didn't work" and that they had significant bleeding. He was able to gain control with and provide suture ligation of the vessel and the patient ultimately did well. I explicitly informed him of our analysis of the device and asked if it was possible that clips had been used and perhaps had become entangled with the stapler. He adamantly denies the possibility of this and in my understanding of right hepatectomy, I believe it would be unusual for clips to be used in this retrohepatic position. I recognize that this dialog is inconsistent with the product inquiry linked to this surgeon. He had no other reports to offer. After further conversation with the sales representative, the sales representative indicated that she believed dr. Confused this event with another as he indicated that the patient had not died. Sales rep followed up with dr. And discussed the conversation he had with ees md and confirmed that he did, in fact, confuse the two cases. Dr. Requested that we email him with further questions. Attempts were made via email to contact dr. On (B)(4). No response has been received to date. On (B)(4) a message was received that the emails were deleted without being read by dr.

Manufacturer narrative:
(B)(4): firing trigger handle on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, 'crack' when the firing lever. Broke during firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher forces than usual were required to close and fire the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No was there any difficulty removing the device from the tissue? Yes. The release button malfunctioned. The levers were forced open to return them to their original position. Was there bleeding, if yes is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? There was no bleeding. How much blood did the patient lost? Was a transfusion required? N/a. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? Yes, medrol. What was the patient's pre-op hemoglobin and hematocrit? Normal. What was the patient's post operative hemoglobin and hematocrit? Normal. What was the quality of tissue in the area where the device was fired? Normal. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Yes. Colon cancer, with metastasis on the liver. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Yes, folfox. Please provide the patient's sex, age and weight. Male, (B)(6). What is the current status of the patient? Patient passed away due to sepsis from multi-drug-resistant klebsiella pneumoniae. Is there any other additional information you would like to share about this device or procedure? Patient had a biliary fistula, which could be related with traction damage (due to the effort necessary to reopen the device). The analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.